Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: health effect - impact code, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on the provided medical record. Available information suggests patient factors (history of diabetes mellitus) likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry, approximately 4 years and 1 month post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 23mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b1, b4, b5, b7, g3, g6, h2 and h6: health effect - clinical code and device code(s) have been updated. Additions to section b5. Corrections to sections b7, h6: health effect - clinical code and device code(s). The investigation is ongoing.

Event description:
According to the medical records provided, the bioprosthetic valve was explanted due to calcification, causing the leaflets to be thickened and immobile with central regurgitation. The microbiology report of the explanted transcatheter heart valve noted calcified pieces of tan-white to tan-yellow tissue (leaflets). The patient's signs and symptoms were reported as congestive heart failure.